Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to g3 of the initial medwatch the date should be 28 june 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 (eleven) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: -for the event "connected dvi cable becomes loose": it is surmised that the event occurred because the pins of the rear dvi connector were broken. For event " when the scope end connector is wiggled, an image is lost. Scope connector is not held properly": it is surmised that the event occurred because the latch of the video connector was worn out. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An evis exera iii video system center device was returned to olympus for evaluation, it was observed that the rear digital visual interface connector had a broken pin, causing a loose cable connection. Additionally, it was uncovered that there was a worn-out latch on the video connector, causing a loss of image when wiggling the scope end connector and as a result, does not hold the scope connector properly. These findings are identified as a reportable events per the risk summary application (rsa). The new aware date for this reportable malfunction is 28jun2024. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation